Manufacturer narrative:
The report of a damaged platen assembly resulting in a free flow condition was confirmed. Physical inspection of the device found the upper hinge on the membrane frame assembly had been broken off and was missing. Stress fracture cracks were present. The weld joint on the back side of the membrane frame closest to the upper hinge was damaged. Analysis of the pump module event log shows that an infusion was started on (B)(6) 2017 at 3:29pm with the rate at 13.02ml/hr and the vtbi at 75ml. The infusion parameters suggest an expected duration of 5.75 hours; however, the infusion was terminated following an air in line alarm after 30 minutes. Rate accuracy testing resulted in periodic unregulated flow when the platen assembly was skewed to the left side from its normal alignment, and the infusion accuracy was outside of specification (over infusing). The proximate cause for the customer¿s report is a damaged and missing upper hinge on the membrane frame assembly. The root cause for the damage was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a damaged platen assembly that caused a free flow condition. An infusion of propofol was started at 3:29pm intending to run at 13 ml/hr and finished at 4:00pm. The patient exhibited symptoms of hypotension and was given a bolus of 1 liter of normal saline then was stable. There was no lasting harm.